Event description:
It was reported to medtronic minimed that the customer asked assistance for pairing the pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed and confirmed that customer requested assistance with pump programming. Troubleshooting was performed for communication issue and confirmed that the customer reported no communication between the transmitter and the pump. Customer did not connect transmitter to a fully inserted sensor. Customer was unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. The pump alerted "device not found". Pump was able to pair with other devices like meter, mobile device. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Following our receipt of one unit and placed transmitter under microscope and found physical damage to cow catcher and all connector pins, unable to continue with functional testing or check led anomaly. In summary, the customer complaint of transmitter led not flashing and loss communication anomaly could not be confirmed due to transmitter being damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-7841zn, mmt-1884 and unk_sensor. No product return is required for mmt-7841zn, mmt-1884 and unk_sensor.